Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic heart valve the patient exhibited a drop in aortic blood pressure (to 38/20) post-implant. Cardiopulmonary resuscitation (CPR) was initiated and a bolus of epinephrine and dopamine was administered. An intra-aortic balloon pump (iabp) was inserted and remained with the patient post-procedure. No subsequent adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic heart valve this extreme risk patient exhibited a drop in aortic blood pressure (38/20) post-implant due to a low ejection fraction (ef). Cardiopulmonary resuscitation (CPR) was initiated and a bolus of epinephrine and dopamine was administered. An intra-aortic balloon pump (iabp) was inserted and remained in place for 48 hours. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the hypotension was due to the patient's low ejection fraction and general poor health. The intra aortic balloon pump was removed after 48 hours.